Manufacturer narrative:
510 k # - k142688. Device evaluation. 1 unit of lot c1529546 of echo-hd-19-c was returned opened in its original packaging. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to (B)(4). Lab evaluation. The device involved in the complaint was evaluated in the laboratory on 03 june 2020. The distal tip of the needle was observed to be deformed. A proximal needle break below the sheath extender was also observed. Clarification was requested as follows; "just so I am 100% sure am I correct in saying that the stylet was partially removed prior to advancement of needle (as per the answer to q.20 in the additional list of question in t/w as per the snippet just below)?¿ reply was received as follows; yes, your understanding is correct.¿ document review including IFU review. Prior to distribution, all echo-hd-19-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-19-c of lot number c1529546 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1529546. The notes section of the instructions for use, ifu0077-4 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the biopsy site". There is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet (ifu0077-4). Root cause review. A definitive root cause could be attributed to user error as the stylet should not be partially removed prior to advancement of the needle into intended targeted site. As the stylet was not fully in place, this could lead to puncturing difficulties which could result in the distal needle tip getting deformed. Summary. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
User opened package and advanced the device to desired position while user felt resistance and device stuck a little. User retracted the device and found out the needle deformed. User changed another same device to complete the procedure. Additional information received on 12-may-2020: was the needle able to be fully retracted before removing from the patient? No. User error (stylet partially removed when advancing to target site). No adverse effects reported to the patient.